Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implantation procedure, the surgeon observed signs of bioadhesion on the iol material. This was identified using a slit lamp examination. As a result, the iol was explanted and replacement with an iol from another manufacturer. Additional information was requested.

Manufacturer narrative:
Additional information provided in d.1., d.9., h.3., h.6. And h.11. A multifocal single-piece natural lens was returned adhered to a piece of gauze which had been taped inside a pouch. The lens had solution and possibly organic matter dried on the surface. One haptic was broken, returned. The optic has been cut into pieces typical of a removal. One portion of optic was not returned. The lens appears to be a company lens model. Information indicated the lens came into contact with silicon oil, which may be what was observed on the lens surface. The lens was cleaned with klrp. The surface residue was removed. The lens appeared clear after cleaning. No material issues were found. The optic has cracked areas that appear to have been caused by an instrument used to grasp the lens. A clinical review was conducted of the provided photo. A slit lamp image of a dilated eye was provided for review. The illuminated area shows a confluence of what could be consistent with nanovacuoles within the iol. While it is not possible to conclusively discern based on the image, the presence of sub-surface nanovacuoles has been described with a diffuse whitish or ¿cloudy¿ appearance such as observed. Clinical and lab-based studies have generally shown that the backscatter of light resulting in the appearance as viewed by slit lamp do not impact visual performance. Ocular factors outside of nanovacuoles can be an additional consideration for possible association with decreases in vision. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each product history record is reviewed to ensure that the product met the required specifications and release criteria. A root cause could not be determined for the reported " bioadhesion of the iol material". The returned lens had solution and possibly organic matter dried on the surface. One haptic was broken, returned. The optic had been cut into pieces typical of a removal. The optic had cracked areas that appear to have been caused by an instrument used to grasp the lens. One portion of optic was not returned. The lens appeared to be a restor model. Information indicated the lens came into contact with silicon oil, which may be what is observed on the lens surface. The lens was cleaned with klrp. The surface residue was removed. The lens appeared clear after cleaning. No material issues were found. A slit lamp image of a dilated eye was provided for review. The illuminated area shows a confluence of what could be consistent with nanovacuoles within the iol. While it is not possible to conclusively discern based on the image, the presence of sub-surface nanovacuoles has been described with a diffuse whitish or ¿cloudy¿ appearance such as observed. Clinical and lab-based studies have generally shown that the backscatter of light resulting in the appearance as viewed by slit lamp do not impact visual performance. Ocular factors outside of nanovacuoles can be an additional consideration for possible association with decreases in vision. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned or identified. A clinical review was conducted of the provided photo. A slit lamp image of a dilated eye was provided for review. The illuminated area shows a confluence of what could be consistent with nanovacuoles within the iol. While it is not possible to conclusively discern based on the image, the presence of sub-surface nanovacuoles has been described with a diffuse whitish or ¿cloudy¿ appearance such as observed. Clinical and lab-based studies have generally shown that the backscatter of light resulting in the appearance as viewed by slit lamp do not impact visual performance. Ocular factors outside of nanovacuoles can be an additional consideration for possible association with decreases in vision. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each product history record is reviewed to ensure that the product met the required specifications and release criteria. A root cause could not be determined for the reported " bioadhesion of the iol material". The product was not returned. A root cause cannot be determined without physical evaluation of the sample. A slit lamp image of a dilated eye was provided for review. The illuminated area shows a confluence of what could be consistent with nanovacuoles within the iol. While it is not possible to conclusively discern based on the image, the presence of sub-surface nanovacuoles has been described with a diffuse whitish or ¿cloudy¿ appearance such as observed. Clinical and lab-based studies have generally shown that the backscatter of light resulting in the appearance as viewed by slit lamp do not impact visual performance. Ocular factors outside of nanovacuoles can be an additional consideration for possible association with decreases in vision. The manufacturer internal reference number is: (B)(4).